Event description:
The user facility reported during a patient procedure that the floor locks on the 3085sp surgical table failed to engage when commanded to do so. Hospital personnel utilized the override control switch to command the table to lock. A minimal delay was reported as the patient was transferred to a different table; the procedure was completed successfully and no injuries were reported.

Manufacturer narrative:
A steris service technician inspected the table subject of the reported event and found that the floor locks would not fully lock when weight was applied to the table. The technician reported that 1 of the 3 floor locks was not engaging properly. The technician adjusted the floor lock assemblies, switches and feet and returned the table to service. The table is under steris service contract and last received preventive maintenance on (B)(4) 2012 when the table was found to be operating properly including the floor lock system. The operator manual states (pp 1-1): " warning-tipping hazard: do not place patient on the table unless floor locks are engaged." Steris has offered in-service on proper operation of the table and is awaiting a response.

Manufacturer narrative:
Steris completed in-service training on (B)(4) 2012, regarding proper operation including use of the floor locks when a patient is on the table.